Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pcu was observed with corrosion to the iui connector. The iui connector was noted to be a third party part. The issue was observed by bd associate during their site visit. There was patient involvement, but the outcome is unknown.